Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a critical drawer failure occurred that affected an entire drawer of medications. The customer attempted troubleshoot with shut down, restart, and recover space, but the system displayed 'maintenance required'. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer pyxibus module controller board was defective. A field service engineer found three lights on the module board for the latch and open/closed status were not lit, reseated all cables on the back of the drawer but still had no lights or communication, replaced the module board. The system functioned as intended after the field service engineer repaired the device.